Manufacturer narrative:
(B)(4). The steerable guiding catheter (sgc) was not returned; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on an expanded investigation, a product issue related to the observed leak and unstable dilator cap was noted. Further assessment of this issue was performed and corrective and preventative actions to address it are in the process of being implemented. Additionally, the performance of these devices will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that during preparation of the steerable guiding catheter (sgc), a leak was observed on the hemostasis valve of the sgc which has the potential to compromise the fluid path integrity, and if used in the anatomy, can lead to an air embolism. It was reported that during preparation of the steerable guiding catheter (sgc), while flushing the dilator, a leak was observed at the rotating hemostasis valve (rhv). The rhv was confirmed to be tight. The rhv was loosened and re-tightened, but the leak continued; therefore, the sgc and dilator were not used in the anatomy. There was no patient involvement. The new devices were used in the procedure without issue. There was no clinically significant delay in the procedure. No additional information was provided.